Manufacturer narrative:
Investigation conclusion: an investigation was performed on retention products for the reported lot number. Retention products were tested with quality control cut-off standard (25miu/ml) and high level hcg clinical urine samples (207.4iu/ml, 215.7iu/ml, 219.5iu/ml). All devices showed positive results at read time (3 minutes) and met all quality control release specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The patient's last menstrual period was (B)(6) 2018. The patient tested at home using a positive home pregnancy test and received a positive result. On (B)(6) 2018, the patient was tested at the facility using two consult hcg dipstick tests and received two negative results. An ultrasound was not performed at the facility. The patient was instructed to have her blood drawn for confirmatory testing at another location (as this service is not available at the facility) or to return in two weeks to test again. Troubleshooting was performed with the customer. The customer was advised that very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. False negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested.